Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: can you please clarify what is meant by "the clip appliers also seemed to open after the surgery". ¿ after the procedure clips were opened due to being fired as crooked and crossed. 1st day of post-op care, it was seen that biliary leakage has occurred. Was the device difficult to open during the procedure? ¿ na. Were the device jaws sticking and not opening after applying a clip? Or did the clips that were applied during the procedure open up after they had been applied to tissue or vessel? ¿ during procedure the clips came to the jaws as crooked and crossed. Crossed clips were removed from the tissue and the vessel. Were there any adverse patient consequences after the procedure? - biliary leakage has continued for 14 days. What is the current patient status? ¿ ercp performed on the patient to place a stent, the patient is currently under observation, and the doctors are waiting for the biliary leakage to end.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was seen that the device fired crooked and crossed on cystic artery and cystic duct. The clips came crookedly to the jaws of the device and the clips fell from the jaws. The clips were seen to open after the surgery and the clip appliers also seemed to open after the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application of forces on the jaws or clips during the firing/loading stroke. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.